Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the unit is getting a one red and three green error code, no audible alarm, and the unit has low o2.